Event description:
Customer stated that when they connected our black plug into the medtronic 5388 the black plug broke - also stated when they tried to remove co's plug from the medtronic device the plug broke.